Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of pain and swelling of the left arm, the following day after implantation. Ultrasonography revealed occlusive thrombus in the mid aspect of the left subclavian vein, axillary vein and brachial veins up to the forearm. Anti-coagulant medication was administered. Additional information was not reported.

Event description:
New information received notes that the patient presented during a 6 week follow up in clinic. Patient's condition was improving due to anti-coagulant medication and the patient was stable